Manufacturer narrative:
Other, other text:

Event description:
It was reported that the medication volume was 90ml over 46 hours, which should be 1.96ml/hr if rounded to 2ml/hr, the pump should have calculated 45 hours. The screen on the pump showed 44 hours. No patient injury. No additional information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.